Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a form as per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one endo gia* universal roticulator* 45-3.5 single use loading unit. Visual inspection found the anvil of the loading unit was bowed and the knife bar assembly was buckled. Additionally, the loading unit had damage to the cutting edge of the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the bowed anvil and buckled knife-bar assembly may occur if the device is applied over tissue that is beyond the recommended thickness range or applied with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the anvil clamping mechanism deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. The root cause of the observed damages was misuse of the product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a low anterior resection procedure, the doctor found the jaw of the reload would not close and did not project within the tissue well. No patient injury occurred or medical intervention was required. No reinforcement material had been used.